Event description:
Received info stating customer received multiple occlusions alarms. The customer's blood glucose was impacted. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.